Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) large volume infusors ruptured. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h10: the actual device was not available; however, two photographs were provided for evaluation. The photographs were visually inspected and showed a ruptured bladder. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality, and no issues were observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.